Event description:
The customer reported paddles ECG front end failures. This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported paddles ECG front end failures. This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.